Event description:
Boston scientific received information that the patient with this pacemaker and implantable leads was in a motor vehicle accident. Approximately one week later, patient presented to the emergency room and was found to have pocket erosion. The patient was admitted to the hospital and intravenous antibiotics were began. The patient underwent a revision procedure where the device and leads were explanted. There were no additional adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.